Event description:
It was reported that during a percutaneous coronary intervention, the guide wire exit port of the imaging catheter was stuck with the stent. The 75% stenosed target lesion was an area of instent restenosis of a non-bsc drug eluting stent located in the moderately tortuous and mildly calcified distal mid of right coronary artery (rca). Pre-dilatation was not performed. A 3.0x8mm non-bsc stent was implanted to treat the restenosis and postdilated with the stent delivery balloon. This f/g atlantis sr pro2 was advanced and the guide wire exit port of this device was stuck with the edge of the stent. The stent was not fully opened and not apposed to the vessel wall. They removed the imaging core from the atlantis and advanced the guide wire, but the issue was not resolved. They managed to remove the device from the stent with a guide catheter. The physician dilated the stent with the balloon and the procedure was completed. No patient complication reported and the patient's condition is fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).